Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a partial display on the insulin pump and the keys were not responding. Customer stated that the time is blurred and there is one spot where the battery icon is located on the display. Customer stated that if she checks her blood glucose, it will not show on the pump. Customer stated that there are no circles at the top of the screen. Customer stated that she inserted 2 new batteries and has treated with manual injections. Customer's blood glucose was 220 mg/dl at the time of the incident. Customer inserted an (B)(6) aaa alkaline battery and the display did not return to normal. Customer stated that the pump was neither dropped nor bumped. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with partial display due to cracked zebra connector; unable to verify unresponsive buttons due to partial display. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.